Event description:
It was reported that during an unknown procedure, the device fired with the clips opened, so the surgeon had to remove these clips and staple the tissue (cystic duct) in a site more dangerous for the patient (risk to damage the cystic duct). It was not reported how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Returned empty. Evaluation summary: the analysis results of the er320 found that it was received empty and locked out; therefore, no functional testing could be performed to evaluate dropping or ejected clips. While no conclusion could be reached as to what have caused the reported event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.